Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the catheter was separated in two parts. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. This failure reported by the physician may be related to the interaction between the balloon and the scope used in the procedure, the anatomy of the patient in the procedure, and the handling of the device during the procedure. It is most likely that resistance was met during the procedure and the balloon was continued to be advanced, which is advised against in the dfu. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon detached from the balloon catheter. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications reported as a result of this event. Investigation results revealed that the catheter was separated in two parts; therefore, this is now an MDR reportable event.